Manufacturer narrative:
Date sent to the FDA: 02/15/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-10022021-0000893755 submitted for adverse event which occurred on (B)(6) 2016. Mwr-11022021-0000894587 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and two (2) mesh products were implanted. It was reported that the patient underwent mesh revision on (B)(6) 2019 due to recurrent incisional hernia and adhesions. No additional information was provided.